Manufacturer narrative:
Concomitant medical product: t50523h aortic valve, implanted: (B)(6) 2003.

Event description:
The patient reported the implantable pulse generator's (ipg) lower rate may have been programmed incorrectly as they were at a constantly high heart rate. They were concerned that something was being reset, automatically putting their heart rate over 100 beats per minute. The patient also reported observing a device anomaly that the physician did not see. The patient was concerned that the ipg may be giving false information which might alleviate an upcoming procedure they have. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.